Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported the device was implanted in a very tender spot and caused discomfort since implant. When she would sit a certain way, she would feel the discomfort. As of mid-(B)(6) 2015, the discomfort at the implant site had not been resolved. The patient was still uncomfortable with having a wire and battery in their body. It would cause the patient to have constant pain and an irritable mood. The patient's doctor reportedly "changed the lead from the lead that was not working." The patient was also given catheters to use twice a day if they needed to with urinating and discomfort.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicated the previous report of the discomfort at the implant site not being resolved as of "mid-(B)(6) 2015" should have been "mid-(B)(6) 2016."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28 lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was not comfortable with the device inside her body and didn't know why she had an implant. There were no further symptoms or complications reported or anticipated.